Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint reported to date for corporate lot number and for this failure. Visual inspection: one denali femoral filter delivery system was returned for evaluation. The dilator was not returned. The storage tube was returned separated from the pusher catheter. No skiving was present inside the storage tube. The delivery pusher catheter was kinked approximately 29.1cm from the proximal end of the pusher handle. However, after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user. No other anomalies were identified. Functional/performance evaluation: the filter was noted to be stuck in the introducer sheath just distal to the hub. A mandrel was used to advance the filter through the sheath. The filter contained all 6 legs and 6 arms which were present and intact. No legs were crossed upon advancement/deployment. No skiving was observed inside the introducer sheath segment. The introducer sheath hub was sliced open longitudinally. No gaps were identified between the hub and the sheath and no skiving was observed. No other anomalies were identified on the returned device. Heat was applied and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: based upon the returned sample condition, the complaint investigation is confirmed for failure to advance as the filter was found stuck inside the introducer sheath. The definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter was unable to be advanced through the deployment sheath. The filter system was exchanged for a new filter that was deployed successfully. There was no reported patient injury.